Manufacturer narrative:
Correction to 6a, 6b and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), that the delivery system (ds) was slipping during positioning of leadless ipg. It was noted that the patient experienced chest pain and tamponade with possible penetration into the pericardium (cardiac perforation). Transthoracic echo showed blood in the pericardium. Pericardiocentesis was performed and as the blood effusion in the pericardium did not stop. The patient was transferred to the cardiac surgery operating room and the tamponade was resolved surgically. Sternotomy performed and a drain was used. The leadless ipg was attempted not used. An epicardial ipg was implanted during the same procedure. No further patient complications have been reported as a result of this event.